Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized and treated with unspecified treatment and was due to be released on the following day. No further detail was provided regarding the outcome of the event or whether pd therapy was ongoing. No additional information is available.